Event description:
It was reported that after insertion of the iab, purge failure was experienced followed by hi pressure alarms. The pt was transferred to another pump and the ib was removed and replaced. Hi pressure alarm were also experienced with the second pump. Fluoroscopic exmination did not reveal any irregularities. The iab was then exchanged to a 30cc version, and the pump still alarmed. This iab was removed and the pt's condition did not warrant a replacement. There were no further complications.